Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient received a right ventricle assisting device (rvad) pump implantation on (B)(6) 2021. It was also noted that the clinic will not provide any patient related information to the manufacturer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure could not be conclusively determined through this investigation. It was reported through the implant form that the patient received an rvad pump implantation on (B)(6) 2021, serial number (B)(6). It was also informed by the clinical specialist that for gdpr reasons the clinic will not provide any patient-related information to the manufacturer, until further notice. Hospital policy prohibits the release of the information. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and heartmate 3 rvad, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21dec2020. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.